Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed: image problem was due to kinks on cable and deep scratches and damaged on metal pins. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device. This report will be supplemented if additional information becomes available at a later date.

Event description:
It was reported the camera failed to connect with processor. No error code were displayed. The camera head had color bars when plugged in. The issue was found during preparation for use for a therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Event description:
It was reported the camera failed to connect with processor. No error code were displayed. The camera head had color bars when plugged in. The issue was found during preparation for use for a therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device is returned and the investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.